Manufacturer narrative:
Device was received at (B)(6) site. Device was inspected and found that the transducer is defective and no longer outputs power. The device is non repairable. Photo of the defective device was provided to the manufacturing site for investigation. A supplemental will be submitted if additional information becomes available following investigation.

Event description:
It was reported that the transducer device no longer outputs power. Device is defective. There was no patient involvement on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The following sections were updated: g4, g7, h2 and h10.